Event description:
It was reported that the pump had alarmed, "no disposable clamp tubing," in the past. The patient had two incidences where she was not able to resolve alarm and the cassette was changed early. The reported issue was verified with the patient that it is an ongoing issue with no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Catalog number and unique identifier are unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Number is unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.